Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump however the phone call was disconnected. The customer declined to troubleshoot with cts and stated would speak to another tandem technical support agent. The customer reverted to alternate method of insulin therapy. No other information was provided.there was no adverse impact to the customer¿s blood glucose level.